Manufacturer narrative:
Conduction disorders are common in patients with aortic valve diseases. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). Without information on the preexisting condition in the patient, the root cause of this issue cannot be determined. Not available.

Event description:
No intervention was taken by the facility and the patient was discharged on (B)(6) 2016.

Manufacturer narrative:
The manufacturer was informed that the patient received a permanent pacemaker. The event description in b5 has been updated accordingly. However, the additional information received does not change the investigation and root cause analysis previously submitted.

Event description:
The manufacturer was informed that the event was resolved by implanting a pacemaker on (B)(6) 2016. On (B)(6) 2016, the patient was discharged with good device functionality. The remainder of the information previously submitted remains unchanged.

Event description:
The manufactured was notified of the following event on september 1, 2016 from the persist database. A perceval 27/xl was implanted on (B)(6) 2016. On the same day, the patient experienced arrhythmias and conduction disorders (av block iii) that was reported to be related to the procedure and the device.